Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, thrombosis and patient death occurred. The procedure treated the 70% stenosed target lesion located in the mildly calcified mid left anterior descending (lad) artery. There was no vessel tortuousity. After pre-dilation, an unspecified veriflex stent was advanced and deployed. Post dilation was performed resulting in good stent placement and vessel apposition to successfully complete the procedure. The patient was on antiplatelet therapy at discharge. Two days later, the patient underwent and MRI for an open leg wound. "The patient coded in the MRI, and the whole stent in the lad thrombosed and the patient died." No autopsy was performed.

Event description:
It was reported that following a stenting treatment procedure, thrombosis and patient death occurred. The procedure treated the 70% stenosed target lesion located in the mildly calcified mid left anterior descending (lad) artery. There was no vessel tortuousity. After pre-dilation, an unspecified veriflex stent was advanced and deployed. Post dilation was performed resulting in good stent placement and vessel apposition to successfully complete the procedure. The patient was on antiplatelet therapy at discharge. Two days later, the patient underwent and MRI for an open leg wound. "The patient coded in the MRI, and the whole stent in the lad thrombosed and the patient died". No autopsy was performed.

Manufacturer narrative:
(B)(4).